Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The event is not a reportable event. If the failure occurred during ventilation, ventilation or therapy continues as required and has no health consequences or impact. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance. The root cause was determined to be autozero valves on sensor board not working properly. In consequence (correction) the sensor board was replaced (part number 155699). The unit passed all tests and was then operational again. There was no patient or user harm reported.

Event description:
Tf 5510, 5511 after replacing sensor bd (original problem=tf5507)